Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to inappropriate high voltage therapy was observed on the right ventricular (rv) lead. Lead revision was anticipated; the patient was stable and there were no adverse consequences.

Manufacturer narrative:
Additional information:

Event description:
It was reported that the lead was replaced by a subcutaneous ICD. The lead remains implanted and is deactivated. The patient is stable and there were no adverse consequences.